Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high chloride (cl) results generated by unicel dxc 600 pro synchron® chemistry analyzer. Quality assurance review identified erroneous high sodium (na) results as well. The samples were reported out of the laboratory. The samples were repeated and four (4) samples exceeded cl precision claim as well as four (4) samples exceeding the na precision claim. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc chart for cl showed increased mid-level qc imprecision. A bci field service engineer (fse) found small grey rubber pieces blocking the eic port. Fse found the same issue on the 2nd instrument in the lab. The customer indicated they do not replace the cap piercer blade on the system every sixty (60) days as required by bci labeling.